Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incisional hernia. It was reported that after the implant, the patient experienced recurrence, obstructions, bowel issues, mesh failure, infection, fistula, adhesions, chronic pain, hematoma, labs abnormal for rbc; hemoglobin; hematocrit; albumin; bun; glucose; phosphorous, fluid collection, seroma, foreign body giant cell reaction, suture granuloma, fibroadipose tissue, ulceration, inflammation, mucosa shows foci of superficial erosion, gas pains, constipation, abdominal pain, discomfort, blood drainage from umbilical incision, fever, diarrhea, purulent discharge, mesh unincorporated <(>&<)> floating, ileum <(>&<)> colon dilated, colon thinner walled, enteric contents draining from vagina, sexual intercourse uncomfortable, serosal tears, thin apex of vagina, retained stool, erosion of mesh into bowel, scarring, <(>&<)> attenuated muscle fascia. Post-operative patient treatment included mesh removal, revision surgery, small bowl resection, colon resection, wound vac, CT scan, physical therapy, IV fluid, medication, multiple hospitalizations, evacuation of hematoma, IV hydration <(>&<)> analgesia, antibiotics, wound care, repair of fistula, mesh revision, external oblique component release/advancement flaps, total abdominal colectomy, takedown of splenic flexure, takedown of colostomy, end ileostomy, use of jp drain, exploratory laparotomy, primary repair of hernia, primary repair of vagina, rigid proctoscopy, rigid vaginoscopy, serosal tears oversewn, sutures removed from rectal stump, endoscopy, laparotomy, lysis of adhesions, <(>&<)> ileostomy revision.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incisional hernia. It was reported that after the implant, the patient experienced mesh failure, infection, fistula, adhesions, chronic pain, hematoma, labs abnormal for rbc; hemoglobin; hematocrit; albumin; bun; glucose; phosphorous, fluid collection, seroma, foreign body giant cell reaction, suture granuloma, fibroadipose tissue, ulceration, inflammation, mucosa shows foci of superficial erosion, gas pains, constipation, abdominal pain, discomfort, blood drainage from umbilical incision, fever, diarrhea, purulent discharge, mesh unincorporated floating, ileum colon dilated, colon thinner walled, enteric contents draining from vagina, sexual intercourse uncomfortable, serosal tears, thin apex of vagina, retained stool, erosion of mesh into bowel, scarring, attenuated muscle fascia. Post-operative patient treatment included mesh removal, revision surgery, small bowl resection, wound vac, CT scan, physical therapy, IV fluid, medication, multiple hospitalizations, evacuation of hematoma, IV hydration analgesia, antibiotics, wou nd care, repair of fistula, mesh revision, external oblique component release/advancement flaps, total abdominal colectomy, takedown of splenic flexure, takedown of colostomy, end ileostomy, use of jp drain, exploratory laparotomy, primary repair of hernia, primary repair of vagina, rigid proctoscopy, rigid vaginoscopy, serosal tears oversewn, sutures removed from rectal stump, endoscopy, laparotomy, lysis of adhesions, ileostomy revision.

Manufacturer narrative:
H6 ime e2402: labs abnormal for rbc; hemoglobin; hematocrit; albumin; bun; phosphorous, fibroadipose tissue, colon thinner walled, thin apex of vagina, retained stool medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.